Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for 'upstream occlusion' during patient infusion. The pump was programmed to deliver propofol (500mg/50ml) run at 30mcg/kg/min (16.2ml/hr). There were air bubbles above the pump; however, there were no bubbles passed the pump/air detector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.